Event description:
Or staff report that the novasure endometrial ablation device shut off on its own in 30 seconds and only ablated half of the uterus. The device did not fan out in the uterus and the ablation was incomplete. As a result, the procedure was delayed. The md was unable to complete the ablation.====================== manufacturer response for endometrial ablation kit, novasure cytyc surgical products======================or staff notified the rep on the day of occurrence.